Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose (bg) and ketone level were high. Paramedics transported customer to the emergency room, and customer was admitted to the hospital. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg and ketones were resolved. Customer was discharged with no injury on (B)(6) 2024. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.